Manufacturer narrative:
(B)(4). If implanted; give date: na (not applicable) the lens was not implanted. If explanted; give date: na (not applicable) the lens was not implanted; therefore, was not explanted. Phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported the physician found white foreign material on two zcb00 intraocular lenses (iols) once he opened the lens cases. One zcb00 is a 22.0 diopter and the other is a 23.5 diopter. No patient injury or involvement was reported. This report is to capture the event related to the 22.0 diopter lens. A separate MDR is being submitted for the 23.5 diopter lens.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned for evaluation and visual examination revealed multiple translucent fibers on the iol surface, as well as a spot of white foreign material. The sample was sent to a contract lab for analysis by fourier transform infrared (ftir) spectroscopy which showed that the white foreign debris material was consistent with polycarbonate, while the fiber material on the same iol surface was consistent with cellulose. The material of the lens case is polycarbonate, while the source of the cellulose cannot be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu instructs that the lens should be thoroughly examined to ensure particles have not become attached to it. All pertinent information available to abbott medical optics has been submitted.